Event description:
Event description guidnat received information that the implanted epicardial lead shocking impedance was observed to be high and out of range during the elective implantable cardioverter defibrillator (ICD) changeout procedure.